Event description:
Per patient information verification card, this system was removed due to infection. The hospital discarded the system. Lumax 340 hf-t, MDR 1028232-2009-00939 and medtronic products.